Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during basic occlusion test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed the motor test. All the operating currents were within the specification, and no unexpected low battery, off no power alarm or battery indicator anomaly noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was working and suddenly the battery depleted and the customer received a no delivery alarm and a motor error alarm. Customer was unable to restart the insulin pump. No further information reported.